Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken connector. The epg is expected to be returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was returned for service.

Manufacturer narrative:
Product analysis: analysis was able to confirm the reported broken output connector. Analysis also noted that the upper case had a broken boss, the hanger assembly was broken, the display wire was pinched with exposed insulation, the encoder assembly was contaminated, and four knobs were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.